Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a knee joint cleaning procedure on (B)(6) 2021, it was observed that the articulation cavity with many bubbles and the vapr s90 4.0mm w/integr hdp device had no force of suction. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows residues and it is cut. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. Bubbles were observed during the ablation test. The electrical test was performed, all parameters passed the test. Functional testing was conducted; the activation failed for coagulation and ablation. Manufacturer summary: manufacturer evaluation result for vapr s90 4.0mm w/integr hdp -ea: device was not returned in the original packaging. Distal tip is in a used condition. Tissue debris visible in the suction port. Residue visible in suction tube. No visible damage on shaft, handle or plug. Internal adaptor has been cut off. The electrical test was performed using a vapr vue generator (gml4854/1), the flow test failed. The suction failure was further investigated by subjecting the device to both a positive and negative pressure while also being activated. The combination of these tests were unsuccessful in clearing the blockage. Introduction of a thin gauge wire into the device suction path of the distal tip was unable to dislodge the blockage. The blockage was caused by a build-up of tissue debris at the distal end of the device. Manufacturer summary: from our investigation we were able to confirm the customer report that the electrode suction was the defective with the returned device. The device was found to fail flow specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed for the complaint device lot number u2102006; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.